Event description:
During revision of a competitor's knee, the rubber grommet buffer at the end of the socket wrench broke during the tightening process of the femoral adapter's insertion to the femoral implant. The inner content of the socket wrench was corroded with what looked like blood, rust, and dried glue. The implant was deemed contaminated and was replaced. This caused a surgical delay of 40 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned product confirmed the plastic cap has become disassociated from the wrench. The reported suspected "corrosion" was found unconfirmed. The noted substance is adhesive from the manufacturing process. The investigation could not draw any conclusions about the root cause of the disassociation. (B)(4) was initiated to identify root cause and corrective actions. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.